Event description:
Customer reported the system displayed a communication error and shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. System operates as intended.